Manufacturer narrative:
Approximate age of device - 5 years, 2 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection, hemolysis and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient admitted on (B)(6) 2016 with elevated lactate dehydrogenase values of 1151u/l. Integrilin gtt was initiated and ldh decreased to 956u/l. It was noted on admission that the patient had experienced repeated gastrointestinal bleeds, recurrent pump thrombosis and recurrent driveline exit site infection. The patient was not a candidate for a pump exchange. It was noted that at the time of implant, the patient's aortic valve was sewn closed. The patient's event history reflected pump stoppage alarms that occurred for approximately 10 minutes on (B)(6) 2016. Speed echocardiogram and further testing were to be performed. The patient was a do not resuscitate / do not intubate patient. The patient was on an ungrounded patient cable. A change to a new system controller was performed. The technical services team reviewed the submitted data log file dated (B)(6) 2016 which indicated that the average power ranged from 0 watts to 30.0 watts. The average pulsatility index (pi) ranged from 4.0 to 4.6 and the average flow ranged from 0 lpm to 6.5 lpm. The data also confirmed multiple pump stoppage. A second data log file was submitted (B)(6) 2016 which confirmed that the average power ranged from 6.1 watts to 9.9 watts. The average pi ranged from 4.5 to 7.2 and the average flow ranged from 5.1 lpm to 6.1 lpm. The data also reflected 1 low speed advisory. On (B)(6), it was reported that the patient expired on (B)(6) 2016. Due to increased oxygen requirements, heart failure symptoms and delirium, it was decided to withdraw care on (B)(6) 2016. Thrombosis, however complicated by multiple gi bleeds, resulted in lowering anticoagulation which the vad team felt was the cause of death. The patient's pump was not explanted.